Manufacturer narrative:
H10: additional narratives: updated b5 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry that a 11500a 19mm aortic valve was explanted and replaced with a 11500a 25mm on pod #37 due to endocarditis, perivalvular regurgitation, and dehiscence. Per medical records the patient underwent surgical intervention due to a left leg wound infection (c. Difficile) prior to the redo procedure. Intra-operatively a bovine pericardial patch was used for the defect area between the left coronary and right coronary. The replacement valve was functioning well. Concomitantly a tv repair was performed with a non-ew ring. Tee demonstrated well-functioning aortic valve with no perivalvular leaks. The patient went to the csicu in stable condition.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 19mm aortic valve was explanted and replaced with a 25mm valve on pod #37 due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives updated b5 per new information received corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry that a 11500a 19mm aortic valve was explanted and replaced with a 11500a 25mm on pod #37 due to endocarditis, perivalvular regurgitation, and dehiscence. Per medical records the patient underwent surgical intervention due to a left leg wound infection (c. Difficile) prior to the redo procedure. Intra-operatively a bovine pericardial patch was used for the defect area between the left coronary and right coronary. The replacement valve was functioning well. Concomitantly a tv repair was performed with a non-ew ring. Tee demonstrated well-functioning aortic valve with no perivalvular leaks. The patient went to the csicu in stable condition.